Event description:
The manufacturer received information alleging headaches related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 24, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache. There was no report of serious or permanent harm or injury. The device was sent to a third-party service center for evaluation. During evaluation the technician found no evidence of foam degradation and secondary findings dust/dirt were observed. The third-party service center concludes that the customer's complaint was not confirmed, and there was no error codes found. The device was scrapped. Sections d8, d9, h2, h3 h6 has been updated in this report.